Event description:
It was reported to philips that the device gave a battery calibration due message after the battery had been calibrated. There was no reported patient involvement/adverse patient impact.